Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result e8 was found in the history list. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The down button is permanent active due to external mechanic damage. As result of the defective button the pump correctly triggered an unclear able e8 error message. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient reported receiving an e8 (power interrupt) error message on the infusion device. Patient stated none of the buttons of the device are responding. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.